Event description:
The initial attorney report alleged pain and discomfort due to defect in mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005 - patient underwent laparoscopic repair of incarcerated ventral hernia with composix kugel mesh. On (B)(6) 2006 - pt admitted for partial small bowel obstruction, ileus seroma, and air fluid levels. She underwent ultrasound guided drainage of her seroma. There was no mention of the hernia surgery or mesh in the pt's discharge summary. On (B)(6) 2006 - pt underwent excision of composix kugel mesh and repair of recurrent incarcerated ventral hernia with composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The info provided indicated that the pt was treated for seroma and recurrence, both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. Included in the medical records was a certificate of death dated (B)(6) 2007. The attorney originally alleged pain and defective mesh. The death certificate lists the cause of death as cardiopulmonary arrest, dilated cardiomyopathy, and congestive heart failure. Therefore based on the available info; there is no allegation or indication that this death was related to the mesh. The medical records refer to a composix kugel mesh implant on (B)(6) 2006, however there was no indication that there were any issues related to this device.